Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a year ago all of the electrodes gradually stopped working, and eventually their healthcare provider (hcp) decided to turn off the ins. The patient mentioned that they went to a neurosurgeon who told the patient to come back if they started to have symptoms. The patient didn't have any symptoms at that time, but their symptoms were really bad at the time of the call. The patient said their shaking was really bad, more on their left side than the right. The patient noted that once the left side starts to shake, the right side starts to shake too. The patient mentioned that their right foot "punches" the accelerator while driving because their foot starts weirdly tremoring. The patient said they had skull, cervical, and chest x-rays, but no fracture was found on the lead. The patient mentioned that they fell against a car last summer and hit the back of their ear, kind of near the location of the implanted wire. The patient thought the fall might have occurred after the electrodes stopped working, but they weren't certain. The patient asked if the fall could have caused the issue with the electrodes. The patient was redirected to their hcp to fu rther address the issue. The patient thinks their next appointment with their managing hcp will be in 3 months, but it might be sooner than that.